Manufacturer narrative:
The patient was brought in to test the integrity of the system. Commanded shock testing produced shocking impedance measurements of 48-50 ohms. A boston scientific technical services consultant discussed the scenario with the caller and suggested a save to disk and memory dump be performed to further assess the issue. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was generated for this lead due to an out of range shock impedance measurement of greater than 200 ohms. The patient performed isometrics which produced an impedance value if 60 ohms. The lead is programmed to triad configuration and the physician plans to continue to monitor this lead via latitude. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received nineteen months after the initial observations were reported that this system was still exhibiting out of range shock impedance measurements. A boston scientific sales representative stated the physician wanted to remain conservative and will continue to monitor the patient. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Event description:
--